Event description:
It was reported to nuvectra that the patient experienced pain at the pocket site. Subsequently, a revision was performed to re-positioned the stimulator and the patient is doing well.